Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during valve deployment, the delivery system balloon ruptured during inflation. There was no impact on valve positioning and the final result was good. There was difficulty removing the commander delivery system through the esheath and the devices were removed with a surgical approach from the "scarpa" believed to be the common femoral artery). At the time of the report the patient was well. The patient had a porcelain aorta and significant calcifications.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report no: 2015691-2016-00650. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards for evaluation. Upon visual analysis, a tear on the inflation balloon of the delivery system was observed and the balloon was separated into 3 pieces. There was no indication that any pieces of the balloon were missing. It was unable to be determined if the balloon tore longitudinally or radially due to the condition of the returned balloon. A kink on balloon shaft just proximal to the handle was observed, however, it was considered due to shipping. No applicable functional testing could be performed due to the condition of the returned device (balloon torn). Dimensional analysis of the single wall thickness was performed and found to meet specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Available information supports that the condition of the burst balloon likely caused the difficulties withdrawing the delivery system balloon into the sheath. This situation can cause the balloon component to drag or catch onto to the sheath distal tip during retrieval. Visual inspection of the sheath revealed liner delamination and an inward compression of the liner (see complaint (B)(4)), which is further evidence of the delivery system catching onto the sheath. In this case, calcium in the native annulus is a likely contributing factor for the balloon burst. The burst balloon likely contributed to the delivery system withdrawal difficulty through the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.